Event description:
The customer reported they got some syringes recently and there is change, the syringes are bending when using it recap it cap off the needle bends and they are getting poked all the time. Additional information received on 11apr2024 clarified that the needle is bending when using, not the syringe. Bending is also happening when capping the needles, before and after use. The needle also comes off with the cap. The customer stated that the needle sticks have occurred with both used and unused needles however no treatment or blood work was required.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.